Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as to date there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). Device manufacture date: unknown, because the serial number was not provided device evaluation: product testing could not be performed since no product was returned for evaluation. However, a photo was provided. The photo showed an implanted lens with the haptics stuck to optic. However, as no specific time of delay was reported, the issue cannot be determined through a photo. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was stuck behind the optic after insertion into the patient's eye. Reportedly, the lens was loaded correctly and there were no problems advancing the lens. No patient harm was reported. A small delay in the surgical procedure was reported. The lens remains implanted. No further information was provided. Two lenses were reported having the same issue; therefore two mdrs will be filed. This report is for lens 2 of 2.